Event description:
It was reported that the buttons on the insulin pump were sticking and difficult to use. No further information reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened dome switch on esc and act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump had broken battery tube thread, broken reservoir tube lip, cracked case reservoir tube window corners, cracked reservoir tube, cracked case near display window corners, and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.